Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high and low blood glucose readings. The customer's blood glucose reading during time of incident was 40 mg/dl. The customer's current blood glucose is 400 mg/dl. The customer treated with a piece of candy. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was in the hospital and did not troubleshoot for low readings.